Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up will be sent when analysis is complete.

Event description:
The hcp reported a pump and catheter explant after 78 months implant duration. The hcp reported that the catheter "quit working approximately 7 weeks ago". The drug contained in the patient's pump is unk. No patient symptoms or outcome were provided. No device troubleshooting was reported. Additional information has been requested from the hcp, but was not available at the time of this report.